Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the cheeks with 1 ml of juvéderm voluma® xc. Two weeks later, the patient was injected in the cheeks with 2 ml of juvéderm voluma® xc. One week later, the patient experienced ¿increased soreness and swelling¿ at the injection site. Two days later, the patient was prescribed bactrim, but the event did not resolve. Two days later, the patient was treated with hylenex. The following day, the patient was prescribed ciprofloxacin and decadron. Five days later, the patient was treated with prednisone. The patient received more hylenex 3 days later and again 1 week later. The patient was fine for a couple of days but awoke later with ¿sever pain.¿ six days after the last hylenex treatment, the patient was prescribed ciprofloxacin 500 mg and doxycycline hyclate 100 mg 2 x daily and was instructed to take one oral dose of fluconazole 150 mg. The patient was also taking tylenol 3 (300/30 mg) as needed for pain. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00396 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.